Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A fluid leak was reported. The ams 800 device was visually and microscopically examined. There was a leak in the balloon at the sphere-adapter junction that was the result of fatigue. The functional test failures identified during product analysis confirm the reported urinary incontinence, as the leak is the probable cause of the reported issues. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The previous pressure regulating balloon (prb) was replaced with a new 61-70 cm prb. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The previous aus was replaced because it was not functioning due to a fluid leak in the balloon. The patient had a good outcome.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The previous pressure regulating balloon (prb) was replaced with a new 61-70 cm prb. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The previous aus was replaced because it was not functioning due to a fluid leak in the balloon. The patient had a good outcome.